Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Customer states that the insulin was squirting out during manual prime. The customer was assisted with troubleshooting. The customer reported that the drive support cap was normal. The customer reported that there was leaking reservoirs that led up to moisture exposure in the insulin pump the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor .unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.